Manufacturer narrative:
Additional devices implanted and/or related to this event: pxc181000/8077590-UDI (B)(4), pxc181000/7669422-UDI (B)(4), and pxc201000/7856361-UDI (B)(4). The review of the manufacturing paperwork verified that these lots met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak and surgical conversion.

Event description:
On (B)(6) 2010, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was reported the excluder® aaa endoprostheses were explanted (B)(6) 2019. The devices were explanted due to persistent type ii endoleaks with aneurysm growth (amount unknown) and a potential type I endoleak. The patient tolerated the procedure.